Manufacturer narrative:
Per direction by FDA in a letter dated, july 20, 2018, this emdr is being filed to submit new information obtained based on the complaint investigation results. The initial report for this event was submitted in the quarter 1 2018 asr report. However, supplemental reports regarding the asr are no longer being accepted. It was agreed upon with the FDA that the date of awareness would be the date of the letter received, which is july 20, 2018. Received 5 unopened magic3 intermittent catheters for evaluation. Lubricity test was performed for all of the samples. The reported complaint was unconfirmed since all the samples meet specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter lacked lubricity and as a result it was difficult to insert and withdraw. The patient allegedly developed a uti as a result of using the catheter; the uti was reportedly treated with antibiotics. The patient reportedly had an indwelling catheter placed and will keep for a week. Reason for report: investigation results. Report ID number: (B)(4). Initial asr report submitted: quarter 1/2018. Corresponding exemption number: e1997042.